Event description:
Facility reported an internal blood leak. Tested positive with hemastick. Estimated blood loss 300cc. No medical intervention. The sample is available for examination. Medwatch filed on the blood loss.